Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had not charged their ins for 3-3.5 months and they were unable to connect to the ins so the patient thought they needed to be programmed again. The patient stated they have moved twice and they could not find their programmer yet. The patient did not currently have a managing healthcare professional so physician listings were sent to the patient. No symptoms were reported. No further complications were reported/anticipated. Additional information received from the consumer reported that she had her recharger but couldn¿t charge the implant. Additional information was received from the patient and a healthcare professional (hcp). It was reported that the hcp just spoke to a local manufacturer representative (rep) and the rep stated patient was full body eligible. The hcp noted the patient went into MRI mode and was only seeing a head but this could not be correct as the rep stated the patie nt was full body eligible. Technical services (ts) attempted to confirm if the patient did indeed go into MRI mode with the programmer and saw the head-only icon but the hcp wasn't sure. The patient then reported that the ins was in overdischarge. The patient stated they went into MRI mode and described seeing the "call your doctor" icon but with no code. The patient said they were familiar with this icon because their ins was off for 7 months and they just got it turned back on and were reprogrammed about 3 months ago by the rep. The patient repeated that the rep was the one that just told the hcp that the patient was full body eligible. The patient stated they met with the rep in (B)(6) 2019 and the rep showed them how to trickle charge and then the patient met them again about 3 weeks ago for reprogramming. The patient said this doctor icon was the same one that came up when they tried to recharge and it wouldn't recharge and then when they met with the rep, the same doctor icon came up again. Ts had the patient interrogate the ins with the programmer and then the patient started describing screens to indicate they were navigating through top row of icons (sound screen, contrast, time, etc.). Ts had the patient navigate to MRI mode which showed the full body icon. The patient stated the only thing they didn't like about ins was that they used to charge once a month, now they charge every other day because it was off for so long. Ts suspected that the "call your doctor" icon the patient was referring to may have been the "return to clinician settings" screen due to the way the patient was scrolling through the top row of icons. Ts asked the patient when the event occurred and the patient said around the time of hurricane florence because the stimulation "cut off" when the patient was in the middle of moving and the recharger fell out of one of their boxes. No further complications were reported/anticipated. Additional information was received. It was reported the reason for call was pt said they had their equipment stolen from the people's house they were staying at over a year ago. Since the equipment was stolen, the pt has not been able to charge and the ins has been dead for over a year (see previous call code note). Pt mentioned that they were working with a hcp to schedule a date for a new ins to be implanted. Pt said they had a trickle charge done previously and that the ins would only stay charged for a few hours (pt mentioned misplacing the charger, which is why the battery had gone dead). Pt was trying to figure out if they could have the surgery done closer to them and pss reviewed we could provide physician listings, but scheduling a surgery location needed to be done by the hcp. Pss reviewed that if they get a new ins, they will also receive new equipment that works with the new ins. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient and it was reported that pt states yesterday they did a replacement on her ins as her ins couldn't charge and she had to move 8 times a year and equipment being lost and at times had to be replaced. Pt states this has been going on for 2 years or more. Pt states she was told she had her ins long enough to get update done. Pt has had this done as of (B)(6) 2021. Pt states this all started two years ago or more, exact date unknown.